Event description:
It was later reported that the patient was seen by the treating neurologist in (B)(6) 2014 and there was concern about a red rash over the vns site. The patient¿s vns has been off due to high lead impedance. The high lead impedance and related events were previously reported on retrospective summary report manufacturer report # 1644487-2014-00290. Since the device was off and the rash was developing, it was elected to remove the vns. The patient had generator and lead explant on (B)(6) 2014. The explanted suspect device (generator) were received by the manufacturer. However, analysis has not been completed to date. The surgeon's pa-c reported that the concern for the rash developed upon a neurology appointment in (B)(6) 2014. She was not seen in the neurosurgery clinic to discuss removal until (B)(6) 2014, at which time there was no rash present. Per the mother¿s report, the rash occurred over the vns generator area and was occurring daily and mostly in the evenings. Therefore, the surgeon's office was unable to provide an assessment on the relationship of the rash to vns. Explant was not taken to preclude serious injury per the surgeon's pa-c; the vns had been off since 2010. In the pa-c's opinion, the rash was a secondary reason to remove the vns. They had noted no benefit after initial placement and then it was turned off in 2010 due to high lead impedance. Good faith attempts for additional relevant information from the neurologist have been unsuccessful to date.

Event description:
Analysis of the explanted generator was completed, and no abnormal performance or any other type of adverse condition was found. The treating physician reported that she assumes that the rash developed in early 2014 and was reportedly over the generator site but was never documented on exam. The patient was noted to be very thin, but there was no other contributing factors known. The mother denied any new factors that may have caused the rash. The generator was explanted at the mother¿s request, and no specific interventions were taken for the rash as the rash was never evident on neurology exams. Upon removal of the generator, the surgeon noted that there was no abnormal coloration, and no subcutaneous fluid collections.